Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens was damaged during injection. The healthcare professional identified the lens damage prior to full insertion into the eye and withdrew the lens and injector from the eye. Surgery was completed successfully without injury to the patient using a back-up iol. The device is not available for return to rayner and has been discarded by the healthcare facility. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge. Our review of production records for the rayone emv rao200e batch 034238370 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 034238370. Without the ability to examine the device and without clear event details being provided, it is not possible to determine the cause of lens damage during injection.

Event description:
On 31st october 2024, rayner received notification from its distributor in slovenia of an event that occurred during use of a rayone emv rao200e. The event description provided states that the lens was damaged during injection. The lens was withdrawn from the eye and exchanged.